Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced a cerebral hemorrhage while on impella support. Heparin had been administered for anticoagulant therapy with the impella. It is unknown what triggered the sudden cerebral hemorrhage, however the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-20568. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-20568 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-20568 in accordance with updated procedures. H6 investigation conclusions 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-20568.